Event description:
It was reported that the customer miscalculated and delivered an incorrect bolus based on the actual amount of carbs that they consumed. The customer's blood glucose (bg) level subsequently decreased, and the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). Customer consumed carbohydrates to address bg. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.